Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load properly. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load properly. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4).7 auto number: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The delivery device was returned inside of the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal was taken out from the loading device for inspection. The seal was observed to be cracked. The following measurements were taken: the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" and the analyzed failure "cracked seal" is confirmed.